Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported line has developed a leak near the hub. Line was being used for chemotherapy treatment; fluid noticed to be leaking from near the hub. Obvious fracture in line, line removed. Initially placed on (B)(6) 2024, removed (B)(6) 2024, date of fracture first observed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 50cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement 11cm. Secured with securacath. Types of infusates infused through the PICC: oncology treatment, docetaxel; cyclophosphamide. PICC leakage identified through visible hole/fracture outside the patient (at exit site or on external part of PICC); chemotherapy leaking out fracture upon injection. Leak was between hub and 0cm marker, leak discovered 53 days after insertion. Catheter site cleaned with 1.5ml frepp chloraprep during a dressing change.

Event description:
It was reported line has developed a leak near the hub. Line was being used for chemotherapy treatment, fluid noticed to be leaking from near the hub. Obvious fracture in line, line removed. Initially placed on (B)(6) 2024, removed (B)(6) 2024, date of fracture first observed. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total length of the catheter 50cm. PICC inserted into basilic vein. Exit site marking of the PICC after placement 11cm. Secured with securacath. Types of infusates infused through the PICC: oncology treatment, docetaxel; cyclophosphamide. PICC leakage identified through visible hole/fracture outside the patient (at exit site or on external part of PICC) ;chemotherapy leaking out fracture upon injection. Leak was between hub and 0cm marker, leak discovered 53 days after insertion. Catheter site cleaned with 1.5ml frepp chloraprep during a dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.